Event description:
Reporter indicated that vns pt had passed away. It was reported that the pt was found dead on the floor. Exact date and cause of death are unk at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.